Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e433 error. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code e433 occurred due to generator board failure. Since strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board before the relay contacts, which are to suppress these voltage peaks. Error message e433 occurs if the effective value of the output signal, which is set for testing, during the booting of the device falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. For safety reasons, the electrosurgical generator esg-400 is then rebooted. If the cause of the error remains, this may result in unlimited permanent reboots. The device is then no longer operational. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use prior to a unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.